Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system automatically switching off. Review of the system log file showed ¿malfunctioning geo-pc¿. Upon further inspection, it was confirmed that the position validity error after spike filter occurs during propeller movement. Fse replaced the potentiometer. After replacing the potentiometer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system automatically powers off. Additional information received from the philips field service engineer (fse) indicated that the device did not shut down, but faced an issue with apc movement, which resolved after the potentiometer assembly was replaced. There was no reported patient or user harm. Philips has started an investigation of this complaint.